Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found that the lamp had exceeded rated life and ordered a xenon lamp. The company service representative and installed a temporary lamp until the new one is available, to resolve the issue. This service request (sr) remains open until the new xenon lamp is installed. The system was manufactured on august 22, 2009. Based on qa assessment, the product met specifications at the time of release. It should be noted that on the system¿s touchscreen, an illuminated ring surrounding the on/off button(s) of the illuminator global controls indicates to the user the number of lamp hours. The operator¿s manual describes that the indicator rings have three indication colors: green (0-199 hours), yellow (200-399 hours), and orange (400 hours or more). In addition, the system displays a system message (sm) - ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service¿ when the lamp has reached 400 hours. The system message can only be cleared by the user pressing a button on the screen. The system message is an advisory for the user to replace the lamp; however, the lamp can still be used after this system message is acknowledged. The root cause of the reported event can be attributed to the xenon lamp which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the light bulb went out prior to a surgical procedure. There was no patient involvement.